Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the three probes did not cut during surgery. The aspiration function is unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Three opened probes were received without tip protectors in trays for the report of no cutting performed. Sample #1 was visually inspected and was found non-conforming with foreign matter (possible surgical debris) on the inner diameter of the port. The sample tested and was found conforming for all functional tests. Sample #2 was visually inspected and was found non-conforming with foreign matter (possible surgical debris) on the inner diameter of the port. Sample tested and was found conforming for aspiration and cut and was found non-conforming for actuation. The sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A few wear marks were observed at the bend area. Gouge marks were observed at the cutting edge. The o-rings, spacers, diaphragm, and spring were all intact. Sample #3 was visually inspected and was found non-conforming with foreign matter (possible surgical debris) on the inner diameter of the port and an o-ring in the aspiration barb. Sample was functionally tested and found conforming. Sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Root cause for this event is unknown. Sample #1 meet specifications. Sample #2 exact root cause for the actuation issue cannot be determined from this evaluation. Sample #3 met specification. No action was taken as the probe was manufactured to specifications. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).